Event description:
A report was received that the patient was experiencing pain due to lead migration. The patient underwent a revision procedure wherein the lead was moved back to the midline. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the back and legs.

Event description:
A report was received that the patient was experiencing pain due to lead migration. The patient underwent a revision procedure wherein the lead was moved back to the midline. The patient was doing well postoperatively.